Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6). The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a coaguchek pro ii meter with an unknown serial number and test strips. The coaguchek xs meter results at 10:13 a.m. And 11:45 a.m. Were both 5.1 inr. Within one hour the coauchek pro ii result was 3.9 inr. The patients therapeutic range is 2.5-3.5 inr and tests once a week.